Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 34%. Donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr. Customer meter and customer strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Customer meter and customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. The customer stated their finger was wet during the first test. Residues of water or disinfectant on the skin can dilute the drop of blood and lead to incorrect results. Relevant retention test strips (lot 417474) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The customer tested on the meter with a wet finger and received a result of 4.4 inr. The customer tested again on a new finger that was dry and the result was 3.3 inr. The therapeutic range was 2.0-3.0 inr. The customer has antiphospholipid antibody syndrome.